Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they puts the amount in for the bolus and presses act and button did not respond. The customer¿s blood glucose was 105 mg/dl at the time of incident. The customer also report that the timer was advancing and insulin pump had an issue with delivering the bolus. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.